Event description:
It was reported that a transmitter that stopped working occurred. Data was evaluated and the allegation was confirmed as signal loss greater than an hour was confirmed. The probable cause was determined to signal loss due to the transmitter and app were not being able to restore the connection. The reported event of a transmitter that stopped working is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Initial reporter email (B)(6). Initial reporter province (B)(6).

Event description:
It was reported that a transmitter that stopped working occurred for transmitter with serial (B)(6). However, transmitter with serial (B)(6) was returned for evaluation. . The product was evaluated. An external visual inspection was performed and passed. A voltage test was performed and passed. A transmitter download and pairing test was performed and passed. Data was evaluated and the allegation was confirmed as signal loss greater than an hour was confirmed. The probable cause was determined to signal loss due to the transmitter and app were not being able to restore the connection. The reported event of a a transmitter that stopped working is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).